Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) is concomitantly implanted with transvenous implantable cardioverter defibrillator (ICD) system. All therapies in this s-ICD were programmed off at the time the transvenous ICD system was implanted, however, the s-ICD recently began beeping. Interrogation of the device with a programmer noted the device recorded a battery depletion message and the battery showed 16 percent remaining. A company representative attempted to disable the beeper, however, the only option available was to reset the beeper. Technical services (ts) discussed potential steps to disable the beeper, however, the beeper was still only able to be reset. Therapies remain off in this s-ICD and there are no plans to replace the device at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.